Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, an email was received from an eye care professional (ecp). The email contained an attached summary data spreadsheet containing the medical information for subjects involved in the study of acanthamoeba keratitis conducted in the UK. The information received from the ecp included only those study subjects who reported wearing acuvue brand products at the time of the adverse event. All the study subjects were initially examined and diagnosed with acanthamoeba keratitis during 2011-2014. The patient (pt), (B)(6), presented to the hospital on (B)(6) 2012 with severe photophobia, redness, pain, swelling and was diagnosed with acanthamoeba keratitis od. The pt reported using the oasys brand contact lenses at the time of the event and used complete revitalens solution. The pt reported showering in the lenses, not washing hands and ¿topped up¿. Pt was treated with antiamoebics for 1.5 months. Va: 6/6 (20/20). No additional information is expected to be received. The lot number of the suspect product is unknown. Suspect product is not available for return for evaluation. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.